Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken output connector. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken ventricular output connector. It was also indicated that a display wire was pinched, the case and main seal were contaminated, and the keypad hanger and case were damaged. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.